Event description:
Reactive advia centaur hbsag results were obtained for a patient sample. A redraw patient sample was tested and the results were reactive. The patient sample was not tested using the advia centaur hbsag confirmatory assay. The patient sample was sent to a different site and tested with a different method. The result was non-reactive. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag results.

Manufacturer narrative:
The cause for the discordant hbsag result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the interpretation of results section: "after repeat testing, if at least two of the three results are reactive, the sample is considered repeat reactive for the presence of hbsag. If a repeatedly reactive result is confirmed by supplemental tests, such as the advia centaur hbsag confirmatory assay the sample is positive for hbsag."